Event description:
It was reported that the device had switched mode due to an oversensed far-r wave event. The patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.